Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5177048. Additional code of 2900-connection problem and 2950 - impedance problem should be reflected in h6.

Event description:
Voluntary medwatch received states the patient presented with emi, high defib impedance, varying hv impedance, high capture thresholds, impedance problem, and inadequate insertion of lead, as well as high pacing impedance. No intervention or adverse patient consequences were reported.